Event description:
I recently had cataract surgery using the b&l crystalens. I feel their product did not meet claims they made about the product. I paid a lot more for the lens because they claimed, I would have better vision with this device than the lens used in my other eye. That was not the case. My vision is getting progressively worse and I feel that more surgery to attempt to correct the problem could result in causing more problems or possibly blindness which I do not want to risk. I am very disappointed with this lens. I have been researching this lens and have found many other complaints, and feel the public has the right to know and b&l should be held responsible. I have been caused considerable distress, loss of wages and expense because of the lack of reliability of this product. Dose: crystalens. Diagnosis: cataract.